Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the mr290 chamber was leaking water. The customer noticed a crack on the bottom of the chamber. The leaking water was most likely due to the chamber crack. Conclusion: due to the nature of this device there are several possible failures that could manifest themselves in the reported event. Without the complaint device we are unable to determine the cause for the cracked chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks, and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a mr290v vented humidification chamber was leaking water and had a crack at the bottom of the chamber. There were no reported patient consequences.